Manufacturer narrative:
Device evaluation by manufacturer: an ekos device was returned for analysis. Visual inspection of the complaint device confirmed that there were cracks in the drug and coolant port luers. The drug and coolant port luers leaked liquid during the leak test. The reported event of hub damage was confirmed. Additionally, it was found that the device leaked liquid from the drug and coolant ports.

Event description:
It was reported that the drug port was cracked. An ekosonic catheter was selected for a thrombectomy procedure. During therapy in the ICU, however, it was noticed that drug port had cracked and was not sealable. The patient was returned to the cath lab to exchange the catheter for a new ekosonic catheter. No patient complications were reported, and the therapy was completed with the second ekosonic catheter without issue.

Event description:
It was reported that the drug port was cracked. An ekosonic catheter was selected for a thrombectomy procedure. During therapy in the ICU, however, it was noticed that drug port had cracked and was not sealable. The patient was returned to the cath lab to exchange the catheter for a new ekosonic catheter. No patient complications were reported, and the therapy was completed with the second ekosonic catheter without issue.